Manufacturer narrative:
On 17 february 2017, medacta international received just a fragment of the item involved in this complaint. On 14 march 2017 the r&d project manager performed a visual inspection of the retrieved fragment and commented as follows: the smooth pins are not designed to be used in combination with motorized adapter; they have to be used only after pre-drilling of the hole or insert them on the bone by using a dedicated pin impactor. The absence of a threaded part and grinded tip makes these pins unusable as motorized pins. In addition, in case of sclerotic bone the pin can be overheated reducing the hardness of the pin with the risk of detachment of metal shavings.

Manufacturer narrative:
Additional information received on 20 january 2017 and includes: the pin has a trocar tip on the end of it and it was placed manually into the hole and then drove it with a 6 pin driver which accepts 3.2mm sizes. As he was driving the pin, it really only sounded like it was passing through harder bone. It was not until after the trochlear cut with the milling reamer and using the osteotome and then removing the guide that he saw these metal spiral shavings. They appeared to be neatly deposited on the bone around the hole made by the pin. Batch review performed on 14 february 2017. Lot 164277: (B)(4) items manufactured and released on 27 june 2016. Expiration date: 2021-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
The surgeon used the pin driver to place two smooth pins. When the surgeon removed the smooth pins and the box cutting guide and noticed several metal shavings above both pin holes. He believes the shavings came from the smooth pins. The surgeon recovered all the metal shavings. There was no delay in surgery. The surgery was completed successfully. Metal shavings are available for analysis, pins are not available. X-rays are not available.